Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not flow during patient infusion. The device was filled normal saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between november 15, 2018 - november 16, 2018. The device was received for evaluation containing approximately 60ml of fluid in the bladder. A visual inspection using the naked eye shows no evidence of flow at the luer. The reported problem was verified. The cause of the no flow problem was due to blockage from excess solvent located at the solvent-bonded junction of the tubing and stress member. The cause of excess solvent at the junction of tubing and stress member was due to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .